Event description:
A falsely elevated troponin I result of 9.8 ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample was rerun on the same instrument and a result of 0.01 ng/ml ws obtained. Patient treatement was not prescribed or altered and there was not report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates a sample integrity issue.